Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not power on. The site stated that the motion batteries seemed to be losing charge quicker. All the chargers of the system were replaced and the pfc 1000 board was changed due to the system being old and while on or even off but charging, it seemed as though the pfc board was struggling (power surge effect) to output to the chargers. The staff stated that power surges to the building happen often. It was found that the f9 10a fuse was blown on the mobile view station ( mvs) power board. The fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. The filter was returned unused and there was no failure found with it. The pfc board, the motor battery charger and the battery charger pair were returned and are currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that when plugged into the wall, the system would turn on, however, when the system booted up, it said critical battery and then shut down. There was no patient present when this issue was identified.

Manufacturer narrative:
The motion battery charger was returned to the manufacturer for analysis. Analysis found that the battery charger 2 was installed on an imaging device, motion and generator readied, charging and communication were successful and 2d and 3d images were acquired. Analysis found that there was no failure found with the motion battery charger. Battery charger 1 was also returned and the battery charger 1 pcba passed functional output bench testing. The battery charger was installed on an imaging device and the system readied and charged as expected. No battery, ow voltage or unexpected power down was experienced while under test. 2d and 3d images were successful and there was no functional problem found. Battery charger 2 was also returned and the battery charger 2 pcba passed functional output bench testing. The battery charger was installed on an imaging device and the system readied and charged as expected. No battery, ow voltage or unexpected power down was experienced while under test. 2d and 3d images were successful and there was no functional problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pfc was returned to the manufacturer for analysis. Analysis found that bench testing confirmed that the power resistors on the pfc was electrically over stressed. The pfc board was faulty. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.